Event description:
Customer requested via phone call to have sensor checked for functionality. Customer reported of having low blood glucose of below 29 mg/dl and treated with a sugar and water paste since customer did not have glucagon. Customer was advised that there were missing data and carelink showed that customer experienced sensor glucose versus blood glucose differences and alarm was not alerting when low or high. Customer was advised to contact healthcare professional regarding low blood glucose and to call back should issue persist.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.